Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) lead pacing impedance spiked to greater than 3000 ohms from a trend that measured 400-500 ohms. The device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy and the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the patient received inappropriate therapy. The patient's right ventricular (rv) lead had sudden high impedance, high threshold and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.